Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A pin collet was sent for eval because it fell apart during a procedure. It was reported that no parts fell in the surgical site; no adverse event was associated with the device.